Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 3.0mmx20mmx143cm nc quantum apex was advanced for dilatation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon rupture in a pinhole form at the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.